Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the phenomenon "no image" could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found defective printed circuit board and no image. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that during reprocessing after a diagnostic gastroscope procedure was completed using the evis lucera elite video system, no image and error code e204 displayed intermittently when the device was connected. There were no reports of any problem during the procedure, and there was no patient harm reported. This report is being submitted for the malfunction of no image.